Event description:
It was reported that the camera head's image was jumping around the screen. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: color tone of the image was not proper, disconnection in cable unit and coupler rattled. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because coupler unit is worn out, the coupler rattles and due to disconnection in cable unit, color tone of the image was not proper. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.